Manufacturer narrative:
Additional information received. Customer received intermittent malfunction alarms. Customer's blood glucose ranged from 92-190 mg/dl. Reportedly, customer reverted to using an alternate method of insulin therapy.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer's blood glucose was 190 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.